Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the obturator was received. The inflation syringe was received. The insufflation bulb was received. The lock collar, trocar balloon and dissector balloon were received. The circular seal for the dissector balloon was cut. Pmv performed functional testing; the trocar balloon inflated and deflated properly no leaks detected. The hole was covered, and the dissector balloon was inflated, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the cut in the circular seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while inserting the trocar, the gas has leaked out. The surgeon used an additional device to complete the procedure. There was no patient harm.